Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that when the patient presented to the hospital after a syncope episode, loss of capture was observed. Competitor device was replaced. The patient went home and again experienced syncope. When the patient returned to the hospital, intermittent capture, undersensing of r-waves, and noise were observed. During the procedure, an insulation anomaly was observed. The lead was explanted and replaced without incident.